Event description:
Caller reported the pump displays an e8 (power interrupt) very frequently recently. Caller stated the menu button does not work anymore. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).